Event description:
Adverse event(s): "corneal infiltrates" (corneal infiltrates); "1 x 1mm central anterior stromal infiltrate" (infiltration of tissue); "epithelial defect" (no code available); stromal edema" (edema, stromal); "paecilomyces keratitis" (keratitis); "paecilomyces keratitis" (infection, fungal). Product problem(s): "none reported" (no info). In a literature report by (B) (6). (B) (6) in cornea 29 (B) (6) 2010, an ophthalmologist reported a (B) (6) female who presented with corneal infiltrates in the right eye without improvement for 7 weeks. He noted her previous treatment consisted of an antiviral drug twice daily, a corticosteroid daily, an ophthalmic corticosteroid ointment 3 times daily, and an ophthalmic steroid drop twice daily. Upon initial examination of the patient, he stated her bcva was 20/80 od and 20/20 os and slit lamp examination revealed a 1 x 1 mm central anterior stromal infiltrate and overlying epithelial defect in the od. The ophthalmologist reported the patient was started on alternating a fortified ophthalmic antibiotic and a cephalosporin antibiotic every hour. The next day, he stated the corneal infiltrate worsened, and the epithelial defect appeared larger with surrounding stromal edema. Repeat corneal cultures were performed, and the patient was admitted. In addition, an ophthalmic antifungal medication was added every hour. After 1 day of anti-fungal treatment, slit lamp examination showed improvement with a decreasing corneal infiltrate and a smaller epithelial defect. Four days later, results of repeat cultures showed heavy growth of mold, identified as paecilomyces. The patient was continued on the antifungal medication every hour while awake, and another antifungal medication was added twice a day. Steady resolution was noted over 15 days. The ophthalmologist noted at her last f/u visit her vision was 20/40 and her symptoms had resolved.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by phone on 06/22/2010. Citation: yildiz, e.h., ailani, h., hammersmith, k.m., eagle, r.c., rapuano, c.j., and cohen, e.j. (2010). Alternaria and paecilomyces associated with soft contact lens wear. Cornea, 29(5), 564-568. (B) (4). (B) (4).